Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer electrograms (egm) quality was so poor that it was unable to distinguish the lesion wave form the actual r or p-wave measurements. It was also unable to determine an adequate position solely on ¿sensing¿ and the poor morphology. The use of egm high gain ¿filter¿ did not change anything in respect to the signal quality. As such a lead position was accepted and sutured to the skin. After the pacemaker was placed the sensing value decreased significantly from 3.8 mv with the analyzer to 0.6-0.9 with the pacemaker. Indicating the lesion wave must have been bigger than the actual r-wave. The patient had to be re-opened and ventricular lead re-positioned. The implant procedure took about thirty minutes longer than expected. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event investigation determined that the programmer was working as designed. If information is provided in the future, a supplemental report will be issued.